Manufacturer narrative:
The surgeon would not provide more details regarding patient data, case report and the explanted valve was discarded. Based on the information provided, it is not clear what the root cause is. As per IFU full debridement of the annulus is required before implantation, which may have led to the event observed. Please note that this event occurred in (B)(6)and as the serial number is not known the device may have been manufactured at livanova (B)(4) corp. Or at the sister site (B)(4).

Manufacturer narrative:
Due to limited information, this event is being reported in a conservative manner. As per IFU full debridement of the annulus is required before implantation. Please note that this event occurred in (B)(6) and as the serial number is not known the device may have been manufactured at (B)(4). Device not returned to manufacturer.

Event description:
On (B)(4) 2017 the manufacturer was notified of perceval size m that was implanted in a very calcified aorta. After the implant during the procedure, the valve showed a paravalvular leak. The perceval valve was explanted and a stented valve was implanted. The physician commented that it is possible that the decalcification had not been fully performed prior to perceval implant due to the massive calcification of all the root.